Manufacturer narrative:
H.6. Investigation summary: there are no photos or samples available for analysis of this complaint. In addition to the fact that there were no records that could cause this complaint during the analysis of the batch history, corrective maintenance and nonconformities, this type of ¿product composition¿ information, there is no item in the regulation that obliges the packaging or packaging and product labeling contains material composition information, it is not possible to confirm the defect reported in this complaint. DHR review: a review of the device history record was completed for catalog #38181214 lot 6362782 manufactured from 06-jan-17 to 09-jan-17 used in claimed lot 6362782. It was reviewed the tests performed in the packaging/ labeling process to verify the identification of the shelf boxes and dispenser boxes and no records that could lead to this complaint were evidenced.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging label did not have information on it concerning the material used in the manufacturing process, and was noticed during use. The following information was provided by the initial reporter, translated from portuguese to english: "the product does not present information on the packaging of the material used in the manufacture (we suspect it is silicone)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging label did not have information on it concerning the material used in the manufacturing process, and was noticed during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the product does not present information on the packaging of the material used in the manufacture (we suspect it is silicone)."